Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Consumer checked in section g2.

Event description:
Additional information received indicated the (ble) telemetry issue persisted. There were no patient consequences reported.